Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. A device history review could not be completed due to the unknown lot number. D4: only di provided as lot number is unknown.

Event description:
The event involved a chemolock bag spike w/port, dry spike and it was reported that a major cytotoxic exposure spill occurred at patient bedside due to a snapped bag spike. An alaris system primary set spike was inserted into the chemolock bag spike in a horizontal position and the bag was lifted to hang upon the intravenous (IV) pole, and the chemolock spike came apart. Doxyrubicin infusion was being administered. This was done on a bedside trolley, full personal protective equipment (ppe) including goggles and mask was worn by the staff member, however they had skin contamination to their face where it was not fully protected. The extent of the chemo exposure did not compromise the staff health with no obvious skin rashes or skin breakage and no adverse outcomes. The following interventions were also provided to the staff due to the exposure; contaminated personal protective equipment was immediately removed & disposed of. Face was washed immediately and thoroughly with soap and water for at least 15 minutes. There was no physical damaged noted on the device that caused the spillage. The set was replaced with a new doxyrubicin bag and a new IV set and therapy resumed without any problem. There was patient involvement, and delay in therapy but there was no patient harm/ adverse event reported.

Manufacturer narrative:
Investigation summary three (3) photos were returned by the customer. The chemolock bag spike was missing from the dry spike and not pictured in the photos. The reported complaint of leakage can be confirmed on the 011-cl-12 due to the separation. The probable cause is due to a manual bonding error in ensenada. The device history review could not be reviewed due to the unknown lot number.